Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: endovascular management of left ventricular assist device outflow graft stenosis. Journal of cardiac surgery. 20 22;37:2894¿2896. Doi: 10.1111/jocs.16732 other devices involved in this event: brand name: heartware ventricular assist system ¿ outflow graft outflow graft / model #: unk/ expiration date: unk UDI #: asku concomitant medical products: no mfg date: unk labeled for single use: no (B)(4). Product event summary: one (1) pump with unknown serial number was not returned for evaluation. This complaint is associated with a clinical adverse event. Based on the available information, the device may have caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. One (1) outflow graft with unknown lot number was not returned for evaluation. Visual evidence provided revealed an obstruction of the outflow graft due to external compression from the outflow graft and an additional surrounding graft placed by the surgeon at implant. As a result, the reported event was confirmed. The device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported event can be attributed to compression of the outflow graft from a foreign graft surrounding the outflow graft placed during implant. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding endovascular management of left ventricular assist device (vad) outflow graft stenosis. The article reports a patient who underwent a pump exchange approximately four years post implant for an unknown reason. A polytetrafluoroethylene (ptfe) shield graft was placed around the outflow graft during the initial implant and again with the second vad. The patient was admitted after routine computed tomography angiography (cta) demonstrated stenosis of outflow due to compression within the ptfe sleeve. The pump had adequate flows; however, intervention was recommended, and an endovascular approach and stenting of outflow tract was planned. Intravascular ultrasound (ivus) of the outflow graft confirmed extrinsic compression and no thrombus. A stent-graft was deployed just proximal to bend relief and two additional stent-grafts were deployed with three-centimeter overlap. Completion ivus confirmed resolution of stenosis and angiogram demonstrated patent outflow graft with brisk flow. Sheaths were withdrawn, the brachial arteriotomy was closed and manual pressure was held at the femoral sites. The status/dis position of the vad is still in use. No patient complications have been reported as a result of this event.